Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has been received for analysis. A complete break was identified in the hypotube on the device. The detached proximal section of the device consisting of the hub/manifold, strain relief and a section of hypotube was not returned for analysis. A visual and tactile examination identified a complete break in the hypotube approximately 1081mm proximal to the tip of the device. An examination of the break site revealed the damage was consistent with excessive tensile force having been applied to the delivery device. Multiple kinks were also noted along the length of the hypotube. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified multiple severe kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and full bonded to the balloon material. No issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-nov-2017. It was reported that the shaft was kinked. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. During procedure, upon delivery of the device, it was noted that the shaft became kinked. The procedure was completed with a different device. No patient complications were reported, however, device analysis revealed a broken hypotube. It was further reported that the hypotube was broken during the procedure.